Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using rotarex device. During the procedure, the catheter was flushed and test-fired with the guidewire in place. Initial flow was slower than usual but considered acceptable. Upon advancing toward the thrombus and initiating aspiration, suction performance deteriorated significantly, the catheter became hot, and persistent poor flow prevented completion of the procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter mechanical jam. After review of the provided images mechanical jam cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion), section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using rotarex device. During the procedure, the catheter was flushed and test fired with the guidewire in place. Initial flow was slower than usual but considered acceptable. Upon advancing toward the thrombus and initiating aspiration, suction performance deteriorated significantly and then the catheter became hot resulted in persistent poor flow. The procedure was completed using another device. There was no reported patient injury.